Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 170 mg/dl. The customer stated that there is no significants events leading to the alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer also reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose was 170 mg/dl. The customer was advised that is normal insulin pump behavior. Customer was advised to monitor pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents. No unexpected battery out limit alarm was noted. All of the buttons functioned properly. However, corroded keypad traces were noted. No button error alarm or frozen display was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window.